Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. It was noted that the patient had a number of co-morbidities. On (B)(6) 2017, patient was hospitalized with initial diagnosis of septic arthritis. While hospitalized for treatment, patient developed encephalopathy. Patient was stabilized and discharged to a nursing facility. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.

Event description:
New information received stated that the patient was admitted to hospital on (B)(6) 2016 with complaint of back pain and ambulatory dysfunction status post mechanical fall. Upon examination it was noted that the patient was having runs of ventricular tachycardia and was placed on medication. Patient was admitted to hospital on (B)(6) 2017 with chief complaints of right sided chest pain and intermittent shortness of breath which stared one night ago. The patient stated that they had been coughing for the past 5 days. It was also noted that the patient had been receiving antibiotics for an unspecified infection for the past 3-4 weeks. Patient also admitted to having nausea. Chest x-ray revealed a hazy opacification in the left base. Patient was admitted for right sided chest pain and early pneumonia. Patient was admitted to hospital on (B)(6) 2017 for left knee pain and septic arthritis. Incision and irrigation of left septic joint was performed. Following the procedure, the patient experienced periods of hypotension and lethargy. Patient had been started on medication and transferred to ICU. Patient was stabilized and discharged on (B)(6) 2017. Patient expired on (B)(6) 2017 at a nursing facility. The physician stated that the cause of death was unknown but was unlikely to be device related based on patient's recent hospitalization.